Event description:
Boston scientific received information that this pace maker went from two and a half years longevity remaining in (B)(6) of 2011 to less than a half a year in (B)(6) of 2011. Recently the device showed one and a half years remaining. Boston scientific technical services (ts) explained how pacemaker longevity works. There is no impact on therapy availability. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.